Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The disposable involved in the incident was returned to belmont medical technologies for evaluation but the ri-2 was not sent back. Although the patient involved in the incident died, it was confirmed by belmont's clinical specialist that the device did not contribute to death. There is no information on what was infused, certain infusates are contraindicated and can lead to overheating of the device. Without knowledge of the infusates used during the case or the ability to evaluate the device, we are unable to definitively discern the root cause of the problem. Known contraindicated products such as pharmaceuticals, calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available indicating what was used to prime the system. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. Evaluation: upon receipt of the referenced disposable, the service engineers identified that there was a clot that formed in the heat exchanger at the 12:00 location. This clot lead to the occurrence of the error 102 alarm. The disposable sample was sent out for additional testing to determine what components were in the blood solution of the disposable set, and if this could have contributed to the error. It was found this could not be further analyzed however as there was not enough volume of blood in the sample to successfully conduct the test. The device history record was reviewed, and no similar issues were found on this device. No device malfunction could be verified, and the root cause could not be determined. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
During mtp event for or patient, error code 102 appeared on screen. The device and disposable tubing were changed. No further incident. The disposable was saved and will be returned with the unit back for analysis.